Event description:
Customer reported the defibrillator would not discharge while being used for training. No reported pt involvement. Service representative duplicated reported condition. Device repaired and proper operation confirmed.